Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6), (B)(6) hospital on (B)(6) 2018. Patient had a thr and presented for 6 week (B)(6) 2018 post-op check up in consultants rooms, the x-ray showed a fractured ceramic liner ( the patient had not fallen over or anything else). No jnj representative present for the procedure. Male patient initials (B)(6). Unknown_jrn: delta ceramic liner - available for return.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the device confirmed the failure mode depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the device confirmed the failure mode depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.